Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine procedure for a pacemaker implant, an right atrial (ra) and right ventricle (rv) leads were both used. The physician was having difficulty positioning the rv lead, and had attempted to reposition it. When the physician realized the helix of the rv lead failed to work appropriately, and that a new rv lead was needed, the patient went into asystole. The physician responded quickly by inserting the ra passive lead into the ventricle to pace from, which resolved the issue. The ra lead was straightened out with a stylet. When a new rv lead was put into the ventricle, and the ra lead was pulled back into the atrial position, it was found that the ra lead had lost it's shape, therefore it was also replaced. The procedure was completed without any further complications, and no adverse patient effects were reported. It was indicated that the faulty ra and rv leads were discarded at the hospital.